Manufacturer narrative:
Product analysis: at analysis it was determined that the radiofrequency head cable was defective causing the programmer to shut down. It was also noted that the rf head anti-slip layer was ripped off. The rf head cable was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The radiofrequency (rf) head was returned as an associate device and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.